Event description:
White port on the back of the of the catheter tip where the needle retracts was leaking IV fluid being instilled through the attached catheter tubing this was noticed after the IV was inserted without issue, problem noted after insertion and insertion guide needle retracted.